Manufacturer narrative:
Philips evaluated the device and could not reproduce the reported symptom. The device passed all standard performance and verification testing and was returned to service. We are considering this as a malfunction based on the customer report only. The cause cannot be determined because the symptom could not be reproduced.

Event description:
The customer reported that the device delivered a shock unexpectedly. There was no report of negative impact to pt or user.